Event description:
Information received indicates the brake casters at the foot end of the stretcher are not holding.

Manufacturer narrative:
The technician replaced the worn foot end brake casters to repair the stretcher.